Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in micro-centrifuge vial. Visual inspection found lens haptic torn/broken . Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -16.5/5.0/100, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault and blurred vision. This exchange resolved the problem. Cause of event was unknown.